Event description:
Ous MDR - after an implantation time of about 47 months, oversensing was reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, fraying of the insulation was detected 11 cm distal of the connector pin, as well as a conductor fracture of the outer conductor helix at just that site. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The analysis did not provide any indications for a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying and of the conductor fracture lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the generator housing and friction of the lead at the generator housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The cuts in the insulation are probably a result of the explantation process. During the analysis, no manufacturing errors or material defects were found at the lead.